Manufacturer narrative:
A steris service technician arrived at the facility, inspected the system 1 express processor and determined the hose fitting had separated at the facility water supply connection. The technician noted that the building water pressure was fluctuating between 80-100 psi at the time of his arrival. The preferred range of water pressure per the system 1 express installation guide is 50-60 psi. The technician inspected the facility's repairs and confirmed the unit was operating to specification. The system 1 express was installed in october of 2013 and is currently under steris warranty. No further issues have been reported.

Event description:
The user facility reported the hose supplying water to the system 1 express had separated causing a large amount of water to leak onto the floor. An employee at the facility reattached the hose with a facility owned hose clamp and returned the unit to service. No injuries or procedural delays/cancellations were reported.